Manufacturer narrative:
The pump remains implanted. It was reported that the batteries and controller will be returned; however, it has not been received for evaluation as of the date of transmission of this report. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Pump remains implanted.

Manufacturer narrative:
The pump remains implanted. Two batteries and one controller were returned for evaluation on (B)(4) 2015. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the (B)(4) revealed that the device did not meet specifications; the battery passed visual inspection but failed functional testing. The battery was found to have a defective resistive weld between a cell pair. Analysis of the (B)(4) revealed that the device failed to meet specifications. Inconsistent readings were observed between a test bed controller front panel indicator and the gas gage display on the battery. Internal inspection found a partially disconnected gas gage to the printed circuit board (pcb) connection. The controller, (B)(4) , passed visual and functional testing; the device performed per specification. The partially disconnected gas gage may explain why the "power would be dumped" without any alarms since this malfunction would only affect the led capacity indicators and not the battery itself. The defective resistive weld may have caused a cell under voltage (cuv) flag, which renders the battery inoperable. Log file analysis confirmed multiple power disconnect alarms associated with (B)(4) with a cuv fault status. The most likely root cause of the unreliable battery indicators was a faulty connection between the gas gage and the pcb board. A possible root cause for the reported inadequate power charge below the 25% battery charge is a combination of a faulty gas gage indicator, which the patient may perceive as a battery losing/not having charge, and a defective resistive cell pair weld, which may have triggered a cuv flag during use. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Instructions for use:patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that over the past ten days the patient noted the battery indicator light on two batteries were dim. The indicator lights were also dim on the controller. The patient felt that the battery indicator lights on both batteries were unreliable. The lights would light up when pressed and not light at intervals. It was also reported that when these two batteries were in use and had 25% power remaining, "occasionally the remaining power would be dumped". No alarms were heard or seen by patient during these events. There was no effect to the patient. The pump remains implanted. It was reported that the controller and batteries will be returned; however, it has not been received for evaluation as of the date of transmission of this report.